Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history did not identify similar incident reported from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported clip opening while establishing final arm angle in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle and during deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The ntw clip delivery system (cds) was advanced to the mitral valve and the clip had a good grasp at central a2/p2; however, the lock failed while attempting to establish the final arm angle. Troubleshooting was performed, the clip was opened to 120 degrees and both gripper arms were raised. A second attempt was made to establish the final arm angle, and the lock held. The clip was deployed. An additional clip was placed successfully. Two clips implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.